Event description:
It was reported via repair work order that the siderail controls were not working due to malfunction battery and calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.